Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "head error" when reaching 1000 rpm (revolutions per minute). No harm to any person occurred. The affected rotaflow drive (serial#(B)(6) ) was sent back to manufacturer for repair. It was received on 2022-01-10 and during investigation by the service department on 2022-01-12 the reported failure "head error" could be confirmed. The following most possible root cause could be determined for the head error: 1. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure could be confirmed. A device history review (DHR) was performed on 2022-01-20 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "head error" when reaching 1000 rpm (revolutions per minute). No harm to any person occurred. The affected rotaflow drive (serial#(B)(6)) was sent back to manufacturer for repair. It was received on 2022-01-10 and during investigation by the service department on 2022-01-12 the reported failure "head error" could be confirmed. The drive was sent to the supplier emtec on for further investigation and repair. On 2022-02-16 emtec was able to confirm the reported failure "head error" the most probable root cause could be determined as mishandling, due to liquid in the drive, which led to a rusted rotor with stator. The complete motor and electronic of the drive have been replaced and the sealing has been checked. After functional test at getinge service department on 2022-03-01 the device was sent back to the user. The root cause "hot plug" could therefore not be confirmed. Based on these investigation results the reported failure could be confirmed. A device history review (DHR) was performed on 2022-01-20 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 2.2.4 it must be made sure that no liquid enters the collar of the rotaflow drive. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿. No patient has been involved. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.